Event description:
It was reported that the cage fractured during the procedure. The implant was removed and replaced with an alternate to complete the case. There was no reported patient harm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information: d4(expiration date, UDI number), d10, h3, h4, h6 (method, results, conclusions) part: mc1341p the complaint is confirmed through visual inspection of photos for one (1) of one (1) roi-c cage (pn mc1341p) for the failure of fracture during insertion. Medical records were not provided for review. Potential cause root cause was unable to be determined with the given information. DHR review and related actions per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Device use and compatibility this device is used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the cage fractured during the procedure. The implant was removed and replaced with an alternate to complete the case. There was no reported patient harm.